Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was in the 160 mg/dl range. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Customer declined further follow-up from tandem technical support.